Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient was experiencing irritation ten days post photo refractive keratectomy (prk) which is slightly better now. Upon follow up, the patient had an abrasion. The patient continues to be seen for follow up visits.